Manufacturer narrative:
Device evaluation summary: the monitor sn (B)(4) and electrode belt sn (B)(4) were returned and evaluated at the distributor. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Manufacture dates: monitor- 11/17/2017, electrode belt- 2/9/2016.

Event description:
A us distributor contacted zoll to report that a patient did not received a treatment from the lifevest during a treatable rhythm. It was reported that the patient was in a cardiac rehab center when they lost consciousness and the rehab staff delivered an external defibrillation. Clinical review of the patient's ECG data shows that from approximately 15:30:32 to 15:34:48 on (B)(6) 2020, the patient's rhythm was supraventricular tachycardia (svt) at 180 bpm with motion artifact degrading to ventricular tachycardia (vt) at 280 bpm degrading to ventricular fibrillation (vf) with CPR and motion artifact. The CPR and motion artifact obscured the patient's rhythm and prevented the lifevest from delivering a treatment during this time. The patient was reportedly admitted to the hospital after the event and has ended use of the lifevest to receive an ICD. There is no allegation of any death or serious injury associated with this event.